Event description:
Covidien received information that the unit was giving a low o2 pressure alarm during each inspiration while on a patient. The covidien was placed on another ventilator. Covidien received information later than the issue was with the patient breathing pattern. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).